Manufacturer narrative:
Bayer service performed a system service check of the stellant CT injector (sn (B)(4)) on april 22, 2022, and determined the injector was operating to specification. The customer discarded the suspect disposables at the time of the incident; however, they were able to provide a lot number for the stellant CT disposable kit. The testing of a retained sample is pending. Once the evaluation is completed, a follow-up report will be submitted. Additional applications training was offered; however, the customer declined.

Event description:
The customer reported the following: an 8-year old male with a history of cancer was undergoing a CT scan of the chest to evaluate for metastases. The patient had a hickman dual lumen port implanted in the upper chest area to which the stellant CT injector system (sn (B)(4)) was connected. After successful completion of the procedure, the patient was evaluated and found to have a large swollen area over the port site. The customer reported that one of the lumens of the port was damaged during the injection after which the patient required surgical removal and replacement of the port. The current status of the patient is unknown.

Manufacturer narrative:
Bayer product analysis tested a retained sample from stellant CT disposable sds-ctp-spk kit, lot number 8612062. No visual or functional defects were identified. Functional testing concluded that the retained disposables performed to specification with no problems observed. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.